Event description:
The brazil customer reported that the lower doors shock absorbers, which are used to hold the door open, are "not working." Clarification was received from agilent representative noting the shock absorbers were not holding the lower door open when the customer would replace reagent bottles. User harm was not indicated or reported. Field service engineer (fse) is scheduled to service the instrument. This issue does not affect the utility of the instrument, and the customer was able to complete staining.

Manufacturer narrative:
Based on the weight of the door and complaints secondary to door failure, agilent's risk department deems that the possibility of a worst-case scenario of serious injury (severity score 3, injury or impairment requiring professional medical intervention) is remote (po value 2). While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h7, h11.

Event description:
The brazil customer reported that the lower doors shock absorbers, which are used to hold the door open, are "not working." Clarification was received from agilent representative noting the shock absorbers were not holding the lower door open when the customer would replace reagent bottles. User harm was not indicated or reported. The field service engineer (fse) serviced the instrument and replaced the shock absorbers. The instrument has been repaired, it is fully operational and is available to the user. This issue does not affect the utility of the instrument, and the customer was able to complete staining.